Event description:
A report was receive that the patient was having difficulty charging her ipg. X-ray taken showed that the ipg had not flipped. Data base analysis showed that the ipg is functioning correctly. The patient will undergo an ipg replacement procedure.

Event description:
A report was receive that the patient was having difficulty charging her ipg. X-ray taken showed that the ipg had not flipped. Data base analysis showed that the ipg is functioning correctly. The patient will undergo an ipg replacement procedure.

Event description:
A report was receive that the patient was having difficulty charging her ipg. X-ray taken showed that the ipg had not flipped. Data base analysis showed that the ipg is functioning correctly. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient will not undergo a revision at this time.

Manufacturer narrative:
Additional information was received that the patient's ipg was explanted and was doing fine after the procedure. Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The charge current sometimes reached 50ma, which is the maximum, and indicates good alignment, but this optimal alignment was not consistent. The reason for the erratic coupling is unknown. Battery profile revealed a maximum depletion rate of 8mv per day, which is within the expected range. Device exhibits normal charging and discharging characteristics.